Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. The instrument was found to have a blade broken. The blade broke at roughly 0.13¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the generator (g11) prompted to replace the harmonic ace instrument multiple times and to tighten the components. After restarting the generator, the harmonic ace instrument could not pass the self-test, and the tip of the instrument was noted to be broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.